Event description:
Brush heads broken; circular head came right off [device breakage]. No adverse event [no adverse event] . Case description: a female consumer reported that while using an oral-b professional care rechargeable toothbrush, each of the oral-b dual clean brushheads from a pack of 6 have broken. She reported that the circular head came off while brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.